Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 112mg/dl at the time of call. Trouble shooting was performed and found blood glucose value 112 mg/dl and sensor glucose value 60mg/dl. The sg and bg difference is not within target range of glucose difference. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event was 60mg/dl. Threshold/low suspend limit in sensor settings was 60mg/dl. Sending replacement sensor and requesting sensor be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened or used.